Event description:
The pt underwent a sling procedure in 2001. The pt developed an infection causing serious injury, disfiguring scarring, and multiple internal wounds, necessitating additional operations.